Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient was occluded, lead extraction was planned during device upgrade due to normal eri. During procedure, lot of blood due to svc tear was noted on fluoroscopy. Sternotomy was performed and svc was repaired successfully. After the patient was stabilized, physician decided to cap the lead. Later, a dual chamber pacemaker system was implanted. Patient was stable.